Manufacturer narrative:
Manufacturer narrative we contacted the customer, and they have not had any reoccurrence of this error message. There is no additional information to be provided. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned for evaluation.

Manufacturer narrative:
The customer reported that the multi gas unit had co2 spikes with waves going up and down. It was also getting a unit failure alarm. When the bme arrived, the unit was working normally. There was nothing found to be the cause of this event when tested in the bme's office, and they could not duplicate the alarms. The bme plans to perform a calibration on the unit and place it back into service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi gas unit had co2 spikes with waves going up and down. It was also getting a unit failure alarm.